Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported the infusion set needle does not stick out straight. Pt stated it does not go into the insertion assist plus device correctly and is causing her blood glucose to be elevated. Pt reported blood glucose readings of 299 mg/dl and 301 mg/dl. Pt's normal blood glucose range is not provided. Pt stated there were also a couple drops of blood on the adhesive. Pt was not using the insertion assist plus device correctly. Advised pt on how to correctly use the device. Advised pt of infusion set recall and not to use the infusion set. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.